Event description:
It was reported that the insulin pump was not showing a no delivery alarm when the reservoir was low and the customer didn't have enough insulin left. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 299 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.